Event description:
During use the blade was shedding pieces of metal. It is unk if the joint was flushed.

Manufacturer narrative:
The device was returned for eval. Magnification shows scoring at the very distal tip of the inner blade and there was further scoring in several places down the shaft. There is corresponding scoring on the inside tip of the outer blade. The scoring is most likely what caused the shedding to occur. No firm conclusion can be made as to why this scoring occurred.